Event description:
The customer initially reports that the device broke during surgery. The director of surgical services reports via telephone that during a laparoscopic cholecystectomy when grasping a "tight" gallbladder (which made if difficult to grasp) extra pressure was applied to get a good bite, and the jaw snapped. The director reports that no piece broke off in the pt; therefore, the surgeon decided no x-ray was necessary. There was no pt injury.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.